Event description:
Healthcare professional reported a lap-band system will be removed due to a "band slippage." The problem was first noticed when the pt was experiencing "discomfort." Add'l findings: healthcare professional reported the pt had a previous band revision surgery due to "band slip" and experienced "acid reflux and frequent vomiting."

Manufacturer narrative:
Unique identifier #: (B)(4). Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage, pain, reflux, and vomiting are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.